Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a field service engineer arrived on site and was informed by the customer that the door issue had already been recovered, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the medication fridge was not opening and displayed a failed drawer error that could not be recovered. Attempts to resolve the issue were unsuccessful the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.